Event description:
It was reported that customer experienced repeated cartridge alarms, including cartridge alarm 20, while using pump, and issue did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump, confirmed shipping details, instructed customer to place pump in storage mode and return it with pre-paid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump.